Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the nose tube of the attachment device was bent/damaged. It was determined that the bearing was damaged and illegible. It was further determined that the extension sleeve and ¿lengthening¿ sleeve were damaged, the warning triangle was missing, the warning[illegible] failed, and the ball bearing had fallen apart. It was further determined that the device failed pretest for cutter insertion, temperature and visual assessment. It was noted in the service order that during a laminectomy surgical procedure, it was discovered that there was a bearing issue. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.